Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 71 mm diameter abdominal aortic aneurysm approximately 22 months ago. The aneurysm had decreased to 66 mm at the one year follow-up. Proximal aortic neck diameter was 26 mm, distally it was 26 mm and it was 29 mm in length. Pet imaging was ordered as the patient had an elevated cea. The patient had limited inflammation of the aneurysm wall around the prosthesis. There was no reported infection, fever, or growth in the aneurysm sac. The patient had an elevated cea (carcinoembryonic antigen) level, cause unknown approximately one year ago. No intervention was warranted or planned. The patient is being monitored by the physician. Please note that this model number (B)(4) is not approved in the united states; however, it is similar to the (B)(4) which is approved in the united states.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (inflammation).